Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of problems with aspiration was confirmed, but the cause is unknown. A 4 fr s/l groshong PICC was returned for investigation. A visual observation of the returned device revealed that the stylet had been removed and the two-piece connector was attached to the 4 fr tubing. No blood residue was observed in the catheter. Repeated functional tests of the catheter confirmed that the valve failed to open inward for aspiration. It was reported that injection was difficult as well, but a functional test confirmed that the valve opened outward during infusion and no leaks were detected in the catheter. A microscopic examination of the valve cut showed nothing remarkable. The valve length was within specification. This reported event could be associated with the valve position or lubrication. It is unknown if the lubricant was affected by the clinical procedure. At this time, based on the condition of the returned sample, it is unknown what prevented the valve from opening for aspiration. A review of the device history record (DHR) showed no deviations/issues associated with this problem in regards to product materials, manufacturing, or qc inspection processes. All necessary inspections were performed throughout all manufacturing, packaging and inspection activities and for raw material utilized in the manufacture of this lot. No further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use.

Event description:
It was reported by the nurse that during the catheter placement, drawing was not smooth with difficult injection, whereas, blood could be drawn at that moment. It was found that drawing was always hard to be conducted with still difficult injection during use after catheter placement. It was stated that the catheter could not be used for drawing about two days after catheter placement. After excluding complications, such as thrombus, ectopia and adherence, considering the need of future treatment, the catheter was pulled out. Under observation of the catheter, it was found that drawing still could not be conducted with difficult injection. No harm to the patient was reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reax1618 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (reax1618) have been reported from the same (B)(4)facility.

Event description:
It was reported by the nurse that during the catheter placement, drawing was not smooth with difficult injection, whereas, blood could be drawn at that moment. It was found that drawing was always hard to be conducted with still difficult injection during use after catheter placement. It was stated that the catheter could not be used for drawing about two days after catheter placement. After excluding complications, such as thrombus, ectopia and adherence, considering the need of future treatment, the catheter was pulled out. Under observation of the catheter, it was found that drawing still could not be conducted with difficult injection. No harm to the patient was reported.